Event description:
It was reported that intermittent cartridge alarms occurred (alarm 30) during basal delivery with multiple cartridges. Customer's blood glucose was 300 mg/dl. The customer continued using the pump and had manual injections as alternate insulin therapy.